Event description:
Patient underwent a spinal cord stimulator lead and generator placement. This device worked very well to relieve his neuropathic pain. However in 2011, while he was visiting out of state, this device suddenly stopped functioning. Since then, multiple attempts have been made to interrogate the device in order to troubleshoot it. However, no communication has been possible with the generator itself. Patient said that he was recharging it about three times a week and had never had any problems with it.